Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the following issues were noted: right atrial (ra) lead dislodgement with no capture and right ventricular his bundle (rv) lead no capture. The ra lead was explanted and replaced. The rv lead was explanted and replaced with a left ventricular (lv) lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that this is not a lead failure. If information is provided in the future, a supplemental report will be issued.